Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "leaking." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.